Manufacturer narrative:
An event of device deformity during implant was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. Information from field indicated that there were no interactions with cardiac structures and there were no angulations or kinks noted in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, artmt600157386 revision b the recommended size delivery system for use with a 24 mm septal occluder is an 9f. A 10f sheath was used to deliver the device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 10f amplatzer torqvue delivery system. During implant both discs of the device took on a cobra shape. The device was not released from the delivery cable. The device was removed from the patient. The procedure was aborted. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity during implant was reported. Information from field indicated that there were no interactions with cardiac structures and there were no angulations or kinks noted in the delivery system. Per the instructions for use, the recommended size delivery system for use with a 24 mm septal occluder is an 9f. A 10f sheath was used to deliver the device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.